Event description:
A consumer reported that the healthywhite power toothbrush burned during charging which resulted in property damage. No injuries were reported.

Manufacturer narrative:
Product was returned for instigation. The cause of the customers complaint is a burned charger.

Event description:
Product was returned for instigation. The cause of the customers complaint is a burned charger.